Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed downstream occlusion test. A review of the event history log (ehl) revealed occurrences of downstream occlusion alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the force sensor scale factor out of calibration. The force sensor no tube and the force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.